Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The consumer reported issues with 2 freestyle libre 2 sensors, one with known and one with unknown serial number. This report covers both sensors. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: it was reported by the family of a customer, from israel, that there was readings issues with the adc device. The reporter stated that with one sensor, the sensor was reading 195 mg/dl compared to competitor meter results of 100 mg/dl and 98 mg/dl. Later that day, a laboratory blood glucose result of 98.3 mg/dl was obtained. It was reported that with another sensor, a reading of 73 mg/dl was obtained against a competitor meter result of 194 mg/dl. Additionally, a few incidents of "scan again 10 minutes" message was reported. There was no report of third-party intervention required due to the reported issues. The reporter had previously contacted adc regarding the high reading issue, reporting a laboratory result of 98.3 mg/dl against a sensor reading of 194 mg/dl within 10 minutes of each other. This has previously been reported to FDA under adc reference no. (B)(4)/FDA MFR report no. 2954323-2022-21969. There was no third-party intervention reported. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: it was reported by the family of a customer, from israel, that there was readings issues with the adc device. The reporter stated that with one sensor, the sensor was reading 195 mg/dl compared to competitor meter results of 100 mg/dl and 98 mg/dl. Later that day, a laboratory blood glucose result of 98.3 mg/dl was obtained. It was reported that with another sensor, a reading of 73 mg/dl was obtained against a competitor meter result of 194 mg/dl. Additionally, a few incidents of "scan again 10 minutes" message was reported. There was no report of third-party intervention required due to the reported issues. The reporter had previously contacted adc regarding the high reading issue, reporting a laboratory result of 98.3 mg/dl against a sensor reading of 194 mg/dl within 10 minutes of each other. This has previously been reported to FDA under adc reference no. 27418823/FDA MFR report no. 2954323-2022-21969. There was no third-party intervention reported. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: it was reported by the family of a customer, from israel, that there was readings issues with the adc device. The reporter stated that with one sensor, the sensor was reading 195 mg/dl compared to competitor meter results of 100 mg/dl and 98 mg/dl. Later that day, a laboratory blood glucose result of 98.3 mg/dl was obtained. It was reported that with another sensor, a reading of 73 mg/dl was obtained against a competitor meter result of 194 mg/dl. Additionally, a few incidents of "scan again 10 minutes" message was reported. There was no report of third-party intervention required due to the reported issues. The reporter had previously contacted adc regarding the high reading issue, reporting a laboratory result of 98.3 mg/dl against a sensor reading of 194 mg/dl within 10 minutes of each other. This has previously been reported to FDA under adc reference no. (B)(4)MFR report no. 2954323-2022-21969. There was no third-party intervention reported. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: it was reported by the family of a customer, from israel, that there was readings issues with the adc device. The reporter stated that with one sensor, the sensor was reading 195 mg/dl compared to competitor meter results of 100 mg/dl and 98 mg/dl. Later that day, a laboratory blood glucose result of 98.3 mg/dl was obtained. It was reported that with another sensor, a reading of 73 mg/dl was obtained against a competitor meter result of 194 mg/dl. Additionally, a few incidents of "scan again 10 minutes" message was reported. There was no report of third-party intervention required due to the reported issues. The reporter had previously contacted adc regarding the high reading issue, reporting a laboratory result of 98.3 mg/dl against a sensor reading of 194 mg/dl within 10 minutes of each other. This has previously been reported to FDA under adc reference no. (B)(4)/FDA MFR report no. 2954323-2022-21969. There was no third-party intervention reported. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: it was reported by the family of a customer, from israel, that there was readings issues with the adc device. The reporter stated that with one sensor, the sensor was reading 195 mg/dl compared to competitor meter results of 100 mg/dl and 98 mg/dl. Later that day, a laboratory blood glucose result of 98.3 mg/dl was obtained. It was reported that with another sensor, a reading of 73 mg/dl was obtained against a competitor meter result of 194 mg/dl. Additionally, a few incidents of "scan again 10 minutes" message was reported. There was no report of third-party intervention required due to the reported issues. The reporter had previously contacted adc regarding the high reading issue, reporting a laboratory result of 98.3 mg/dl against a sensor reading of 194 mg/dl within 10 minutes of each other. This has previously been reported to FDA under adc reference no. (B)(4). FDA MFR report no. 2954323-2022-21969. There was no third-party intervention reported. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: it was reported by the family of a customer, from israel, that there was readings issues with the adc device. The reporter stated that with one sensor, the sensor was reading 195 mg/dl compared to competitor meter results of 100 mg/dl and 98 mg/dl. Later that day, a laboratory blood glucose result of 98.3 mg/dl was obtained. It was reported that with another sensor, a reading of 73 mg/dl was obtained against a competitor meter result of 194 mg/dl. Additionally, a few incidents of "scan again 10 minutes" message was reported. There was no report of third-party intervention required due to the reported issues. The reporter had previously contacted adc regarding the high reading issue, reporting a laboratory result of 98.3 mg/dl against a sensor reading of 194 mg/dl within 10 minutes of each other. This has previously been reported to FDA under adc reference no.(B)(4)/FDA MFR report no. 2954323-2022-21969. There was no third-party intervention reported. Based on the information provided, there was no report of serious injury associated with this event.